Event description:
Pt unaware that implanted breast tissue expanders implanted are not MRI compatible. Pt underwent MRI with migration of tissue expanders. No MRI compatibility product card for pt in kit. MFR instructions rely on surgeon to notify pt. Pt with tissue expander (allergan natrelle magna-finder xact and 21g needle infusion set), lot # not available, reported migration of expander during MRI at unaffiliated facility. On review, device MFR (allergan) and other device mfrs (per MRI safety literature) do not include MRI compatibility pt safety cards / info and rely solely on surgeon to disclose risks to pt vs MRI compatability card. These devices are implanted for a period of time. Field for email would not take all characters: (B)(6).